Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not calibrate the stylus, and then would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus was unable to be calibrated, or that the programmer would not boot up. It was indicated that the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) was broken. It was also indicated that the case was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.